Event description:
It was reported that, patient admitted for revision for painful right hip.

Manufacturer narrative:
Catalog number and lot code of the other device listed in this report: cat # nls-300000b, lot # 37569001, description: 30 mm modular neck. It cannot be determined which device, if any, may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in a supplemental report.